Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the years from the date manufacturer became aware of the event.